Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to confirm the reported issue. Upon further evaluation, the stm observed that the helium tank had been closed upon power-up of the iabp unit and has educated the customer. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the helium tank of a cs300 intra-aortic balloon pump (iabp) is leaking. No single event triggered the call, the facility staff had seen the pump turn on and occasionally report no/low helium when the tank wasn¿t empty. There was no patient involvement, thus no adverse event was reported.